Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 343 mg/dl with polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated the patient¿s hyperglycemia was associated with a loss of prime. The reporter further stated that when the patient gets a loss of prime alarm, they ignore it if they are sleeping and then their blood glucose goes up. Additional troubleshooting by animas customer support revealed that the patient was over/under cycling the insulin cartridge prior to use and was also using cartridges longer than the advised 2-3 days in the manufacturer¿s instructions for use. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with use error regarding responding to loss of prime and proper use of insulin cartridges.